Event description:
It was reported that this patient was experiencing dizziness. As a result, during the routine medical check-up, the pacemaker device was checked. This right ventricular (rv) lead threshold was noted to have gradually increased from 1.8 volts at 0.4 milliseconds, as observed at the recent device replacement procedure approximately two months previous, to 2.8 volts at 0.4 milliseconds and pacing failures were observed. The rv output programming was noted to be 3.4 volts at 0.4 milliseconds. The patient was admitted to the hospital the same day. In addition, there were approximately 190,000 premature ventricular contractions (pvcs) observed via the programmer on the device pvc counter. Also, the rv lead pace impedance measurements were noted to be 330 ohms in the bipolar configuration and 270 ohms in the unipolar configuration, which are low measurements but within normal specification limits. No significant changes were observed on the trend of the right atrial lead. The pacemaker device was subsequently reprogrammed to an rv lead output of 4.5 volts at 0.7 milliseconds. Although rv lead damage is suspected, but not confirmed, it was decided that the patient will continue to be observed after the programming change as they just recently underwent a device replacement procedure. The lead remains in-service. No additional adverse patient effects were reported.